Event description:
It was reported by a law firm that it is represented individuals that had sustained injuries after havein hernia repairs done with bard mesh.

Manufacturer narrative:
No product returned for evaluation. As a result no conclusion can be drawn.